Manufacturer narrative:
A siemens customer service engineer (cse) has previously been dispatched to the customer site and black growth (most likely pseudomonas aeruginosa growth) was found in the millipore reservoir tank. The customer contacted millipore, after which the manufacturer replaced the aerator and decontaminated the tank. The cse checked the reagent probe 1 (r1) ultrasonics in water, replaced the r1 transducer, and checked all voltages for ultrasonics. The cse changed tubing, sample probe 1 and reagent probe 1 (r1) pump panels, the tubing syringes and motors. The cse decontaminated the system, then did a method review after servicing the pump panels, performing extended clean and calibration with new lot of reagent. The method review was satisfactory. The cause of the discordant ltni result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed troponin (ltni) result was obtained on a patient sample on a dimension xpand plus with hm instrument. The discordant result was not reported to the physician(s). The sample was repeated in duplicate on the same instrument, resulting lower. The sample was repeated again on an alternate instrument, resulting lower. One of the repeat results was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ltni result.